Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the naoh vacuum tube was degraded and ruptured by the vacuum bottles causing an intermittent drip. He replaced the rinse tubing and ran precision testing with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. Patient 1 had an initial result of 151 mmol/l with a data flag and a repeat result of 139 mmol/l. Patient 2 had an initial result of 170 mmol/l with a data flag and a repeat result of 137 mmol/l. The customer repeated the samples on another analyzer and received matching results. No specific data was provided. The repeat results were believed to be correct. The electrode lot number and expiration date were requested but were not provided.